Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2001 to treat pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh and gore-tex mycromesh biomaterial were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain and dyspareunia, worsening urinary incontinence, retention and leakage, abnormal bowel movements, urinary and vaginal infections, recurrence of prolapse, mesh erosion along with additional surgery, and psychological and emotional suffering. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient underwent mesh revision/removal on (B)(6) 2010 due to infected mesh. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with suprapubic catheter, lysis of adhesions and secondary abdominosacral colpopexy. On (B)(6) 2001, the patient underwent transvaginal hysterectomy. The patient experienced vaginal vault re ¿ prolapse, urgency and frequency. The patient experienced sling erosion and underwent removal of portion of sub urethral mesh on (B)(6) 2001. It was reported the patient was given a series of collagen/contigen injections on (B)(6) 2001, (B)(6) 2002, (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009 and (B)(6) 2010. (B)(4).